Manufacturer narrative:
Only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the patient was admitted to the hospital for (B)(6) which was later diagnosed as (B)(6) in 2017 after implant. The patient could not remember the date of first symptoms of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for non-malignant pain. The rep reported that the patient¿s system was removed due to infection. The rep reported that the diagnosis was mrsa. No further complications were reported.